Event description:
It was reported that this device was found in safety mode after delivering a shock. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
It was reported that this device was found in safety mode after delivering a shock. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was found in safety mode after delivering a shock. The device was explanted and will be returned. No additional adverse patient effects were reported.